Event description:
Customer called into customer service to report that her transformer for her pump in style would not power her device so mom was using the battery pack which was not giving her enough power and she developed mastitis and was prescribed antibiotics by her physician.

Manufacturer narrative:
Customer service sent the customer a new power adapter. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Attempts to retrieve the product and to get additional information are ongoing. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.